Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was explanted. The patient with an implantable cardioverter defibrillator (ICD) and this lead was receiving inappropriate therapy. The patient had a chest x-ray and a lead fracture was clearly visible. An invasive procedure was performed and the physician elected to remove the rate sensing portion of the lead. A new rate sensing lead was implanted.